Event description:
The patient reported receiving inappropriate shocks. Follow-up with the physician's office did not yield any additional relevant information. Both the device and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported receiving inappropriate shocks. Follow-up with the physician's office did not yield any additional relevant information. Both the device and lead were replaced. No further patient complications have been reported as a result of this event. Follow-up information received indicates that the patient presented to the emergency department with two shocks, and that there was low impedance and noise consistent with insulation breach. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.